Manufacturer narrative:
Literature citation: basile et al. Intramedullary fixation system for the treatment of hammertoe deformity. The journal of foot & ankle surgery. 2015; 54: 910-916. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by basile et al. Titled "intramedullary fixation system for the treatment of hammertoe deformity" it was reported that five patients displayed a fibrous nonunion of the proximal interphalangeal fusion interface.